Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. It was reported the patient was not hospitalized for the event. The patient was treated with amikacin (75mg, intraperitoneal, once daily, ongoing) for the event. At the time of this report, the patient was recovered and the event was resolved. Action taken with pd therapy was not reported. No additional information is available.